Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative (fsr) report: the fsr replaced the main printed circuit board (pcb) and turbine pcb. The fsr used an analyzer to test the unit and made corrections to bring the device into manufacturer specifications. The suspect components have been returned to carefusion's manufacturing facility and upon completion of a failure investigation, a supplemental report will be submitted.

Event description:
The customer reported that the vela ventilator was displaying transducer fault. The customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and found that the exhalation pressure transducer failed the 60cmh2o calibration.